Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the third clip firing, clips did not form. Case completed with another device from a competitor. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.